Event description:
Imahiyerobo ta, spector ja. Late extrusion of a venous microvascular coupling ring. J reconstr microsurg 2013;29:493-494. This article is a case review wherein a pt underwent left segmental mandibulectomy and reconstruction with a right fibula osteocutaneous free flap in 2007 with an uneventful postoperative course. Two coupled venous anastomoses were performed to branches of the internal jugular vein. Two years later, the pt presented for routine follow-up with complaints of something poking out of his neck for several weeks. On exam, partial extrusion of a venous coupler ring through his right neck was noted. Surgeon performed exploration of pt right neck, with removal of a 4mm venous coupler ring and ligation of the vein. Management of this problem was successful by excision of the device. Author noted this is a rare complication associated with use of this device, or any foreign body, in tissue damaged by radiation.

Manufacturer narrative:
The product is not available for evaluation. A review of the device history record was not possible since the lot number was unavailable. Late extrusion of a venous microvascular coupling ring.